Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer did not detect on the communication bus. A field service engineer replaced the drawer controller boards to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawers did not detect on the communication bus, preventing user from removing the required medications to patient and causing delays. There were no adverse events or injuries reported based on this event.